Manufacturer narrative:
Other: brake adjuster.

Event description:
It was reported by service report that the brakes do not hold. It is unk if there was pt involvement or if there are adverse consequences to report.